Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported events of high pacing threshold, high pacing lead impedance and helix actuation difficulties. Visual analysis revealed the helix was extended and clogged with dried blood and body tissue. X-ray examination showed that the inner coil was over-torqued close to the connector pin, consistent with multiple attempted revolutions of the helix mechanism while the helix was clogged with blood. After cleaning the blood and tissue from the helix, it could be extended and retracted normally. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned and high capture threshold was again observed, as well as high impedance. It was noted that it was difficult to retract the helix. A different rv lead was used and implanted successfully in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.